Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 12 atm during the first inflation. Reportedly, there was no patient injury. No additional event or patient information is available.